Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. The customer reported that at 11:45 on (B)(6) 2019, a sensor reading of 114 mg/dl was received and at 12:45, a ¿hi¿ (readings greater than 500 mg/dl) message was obtained. The customer did not experience any symptoms but self-treated with 4ui insulin injection based on the ¿hi¿ scan and she experienced symptoms described as tremor and fatigue. The customer further reported she was "hypo" low glucose and a non-hcp treated her with ¿fruit juice, briquettes, sugar, and chestnut cream¿. No further treatment information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. The customer reported that at 11:45 on (B)(6) 2019, a sensor reading of 114 mg/dl was received and at 12:45, a ¿hi¿ (readings greater than 500 mg/dl) message was obtained. The customer did not experience any symptoms but self-treated with 4ui insulin injection based on the ¿hi¿ scan and she experienced symptoms described as tremor and fatigue. The customer further reported she was "hypo" low glucose and a non-hcp treated her with ¿fruit juice, briquettes, sugar, and chestnut cream¿. No further treatment information was provided. There was no report of death or permanent injury associated with this event.